Event description:
It was reported that during the implant the device was interrogated and all the parameters were blank. The clinician programmed the nominal settings for each parameter and the device is functioning just fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.